Manufacturer narrative:
The insulin pump was received with broken battery tube threads, corroded battery tube and minor scratched lcd window. The insulin pump had intermittent button response due to flattened esc and down arrow button dome switch. Keypad connector was fully locked.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a broken battery compartment thread. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.